Manufacturer narrative:
It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, (labeling), complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis symfony multifocal intraocular lens (model zxr00, +25.0 diopter) was explanted from the patient's right eye in a secondary procedure because of patient experiencing double vision and blurry vision. The lens was replaced with model zxt300, +26.5 diopter. Reportedly there was no incision enlargement, no patient injury and no vitrectomy. Patient was fine at discharge and reportedly it was less than 24 hours so patient still felt vision was bright and had improved from pre-op vision. No further information provided.